Manufacturer narrative:
Investigation summary: this complaint is for incorrect ambler cpo classification for proteus mirabilis when using phoenix panel (B)(6) (catalog number 449292) batch number 4233340. The customer did not provide panel returns, phoenix generated lab reports or isolates but provided a photo of mic results for the investigation. To investigate, three retention panels from the complaint batch were tested with in house isolate p. Mirabilis (B)(6) for cpo results. All panels returned negative cpo class b results. Therefore, this complaint is not confirmed. Bdxpert system updates were implemented in phoenix update disk (pud) v7.51. Rule 1826 was updated to address the potential for firing when the isolate is cpo negative. It is recommended to update to the latest pud and refer to the pud release notes for additional information. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ (B)(6) a patient isolate (proteus mirabilis) gave a class b cpo alerthigh mics) and an invalid result. The user was required to use a backup platform for valid results. This platform gave carbapenems susceptible which was not expected from a cpo organism. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k181665, k173252, k190905, k163637, k173523, k033458, and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (proteus mirabilis) gave a class b cpo alerthigh mics) and an invalid result. The user was required to use a backup platform for valid results. This platform gave carbapenems susceptible which was not expected from a cpo organism. No health impact or consequence reported.